Manufacturer narrative:
Date sent to the FDA: 5/5/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the mesh has adhered to the omentum and the edges of the mesh have not adhered to the abdominal wall. The omental adhesions to the mesh were lysed and the mesh was removed. It was reported the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.